Event description:
The iab leaked during insertion. On 8/27/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: none from the event - rpt'd 5/5/97. Pt current status: unk - rpt'd 5/5/97.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.